Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-10360 and 2134265-2016-10600. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross" 6 imaging catheter and a pullback sled to view the target lesion. During the procedure, when the physician was doing a post stenting intravascular ultrasound (ivus) with an opticross" 6 imaging catheter, the pullback sled failed to perform automatic pullback when initiated. The procedure was completed using the manual pullback. No patient complications were reported.